Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 400 mg/dl. The customer manually plunged insulin to treat his high blood glucose level. The device was not returned.